Event description:
It was reported that this right ventricular (rv) chronic lead exhibited dislodgement, which was confirmed today via x-ray. Subsequently, a revision procedure was completed and the lead was successfully repositioned. No additional adverse patient effects were reported. The lead remains in service.